Event description:
It was reported that patient experienced a pain, needle like stimulation in the left side, and inadequate stimulation. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70 , serial: (B)(6), batch: 7080854/7080877.